Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported the patient had a bone growth stimulator (bgs) implanted. It was also reported when the patient's scs and bgs systems were turned on, the scs system became extremely hot. The patient then turned the scs system off, however, the ipg site remained warm. Follow-up information revealed the sjm representative met with the patient and found that the bgs was placed directly over the ipg. In addition, when the bgs is turned off, the ipg causes the patient pain whenever it is turned on. If the 2 stimulators are turned on simultaneously, the patient feels extreme jolting. Therefore, the patient turned off both systems. Additional information revealed the patient underwent surgical intervention on (B)(6) 2015, where the ipg was explanted and replaced.